Event description:
Additional information was received that there was a possible litigation. It was reported that the patient's death was due to the implanted lead rather than the device. Device analysis was requested.

Manufacturer narrative:
Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device system was returned to the manufacturer. Information provided noted the cause of death as "sudden death". No additional information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from a funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by a healthcare provider that the patient died while sleeping. It was noted that a family member reported that the death was due to ¿pacemaker failure¿. The healthcare provider reported that during follow up a month prior the device check was normal. The cause of death was reported as unknown and no further information is available.